Event description:
This was already reported on (B)(6) 2011. However, I was unable to print the copy of my submission. Patient required a nasal bridle device, this was placed on (B)(6) 2011. Upon removal of the white catheter portion of the device, it was noted that the magnet tip was no longer in place. Upon x ray evaluation, it was found that the magnet tip was in the superior aspect of the patient's right nasal cavity. Urgent medical device removal. Reason for correction: terumo cardiovascular systems (terumo cvs) has received two reports of level sensor ii pads detaching from the surface of the venous reservoir. The pads exhibited reduced adhesion to the surface. Terumo cvs' investigation revealed that the level sensor pads are of an older population that is labeled with a manufacture date but not an expiration date. The adhesive is intended for use within two years of the date of manufacture. If used more than two years after the date of manufacture, the level sensor pads may not stick to the venous reservoir and may detach either at case setup or during a case. The detachment of the level sensor pad from the venous reservoir compromises the capabilities of the level detection system, preventing the ultrasonic level sensor from maintaining adequate contact with the reservoir. We do not carry this product therefore we have zero on hand and are not affected.